Event description:
It was reported to philips that the flexvision pc encountered a booting error during the setup phase on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the os and application software, restoring the configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).